Event description:
It was reported via the implant patient registry that a 3300tfx 21mm bioprosthetic aortic valve, implanted for five (5) years and 10 months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 3300tfx 21mm bioprosthetic aortic valve, implanted for five (5) years and 10 months, was explanted due to acute infective endocarditis with vegetation. The device was replaced with an 11500a 21mm aortic valve. The patient was discharged home on pod#9. The patient presented with several weeks of malaise and was found to have streptococcus spp in the blood. Tte and tee confirm aortic prosthetic valve endocarditis with a large mobile vegetation. On hospital day #9, she underwent redo avr. Intraoperatively, the 3300tfx valve had numerous large vegetation on all 3 leaflets, there was no apparent annular infection. The valve was replaced with a 21mm 11500a valve. Tee after separation from bypass revealed the new valve was functioning normally with good leaflet motion and no periprosthetic regurgitation. The patient tolerated the procedure well and transferred to the cicu. On pod #9, the patient discharged home with home health for continued IV antibiotics and aspirin 81 mg.

Manufacturer narrative:
Manufacturer narrative: updated sections: a1, a4, b5, b6, b7, and h6 component codes, health effect - clinical code, device code(s), type of investigation, and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. H11 corrected data: based on the new information received, this event is no longer considered reportable.